Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high blood glucose while using the ilet and subsequently chose to pause pump delivery and administer insulin via subcutaneous pen; the user had not eaten recently, reported no supply issues after site and full supply changes, and no bent cannula was observed, with the device component implicated as unknown due to insufficient information. Symptoms included hyperglycemia. Outcomes included unexpected medical intervention in the form of medication administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a specific device problem, with no findings available and the device component undetermined. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.